Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission showing post paced t-wave oversensing. The patient did not receive therapy during the event. Technical service discussed increasing the post-paced threshold, the clinician would discuss with the physician. The clinician returned the call; stating that the device was reprogrammed successfully. The patient was asymptomatic and fine prior during and after the reprogramming.